Event description:
It was reported that this left ventricular (lv) lead exhibited high thresholds and subsequent loss of capture. The lv outputs were reprogrammed and this was resolved. No adverse patient effects were reported. The device and lead remain in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).